Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00256.

Event description:
As reported by the field, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil (glm910030, 30370432) could not be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, the coil turned out to be stretched. When using a 1.5mm x 2cm galaxy g3 mini coil (glm915020, l16696), the physician didn't like the shape of coil deployment and decided to pull it out. During resheathing, the coil introducer failed to be re-zipped. The procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil (glm910030, 30370432) could not be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, the coil turned out to be stretched. When using a 1.5mm x 2cm galaxy g3 mini coil (glm915020, l16696), the physician did not like the shape of coil deployment and decided to pull it out. During resheathing, the coil introducer failed to be re-zipped. The procedure was successfully finished. There was no patient injury reported. A manufacturing record evaluation was performed for the finished device l16696 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit galaxy g3 mini 1.5mm x 2cm was received inside of a pouch. The device was inspected, and some residues of dry blood could be noted on the dpu. Also, the marker band was found at 37 cm. From hub, which is within specification. The embolic coil was inspected under microscope and it was found with a kinked condition, also some residues of dry blood on it was noted. The complaint reported by the customer ¿coil - positioning difficulty-poor conformability¿ was confirmed, the embolic coil was found kinked and the coil shape was not adequate. The complaint reported by the customer ¿coil introducer zipping difficulty-rezipping¿ was not able to be confirmed. Despite that some residues of dry blood were found all over the body of the dpu, the device was zipped and rezipped correctly. The kinked condition noted on the embolic coil could be related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The residues of dry blood found on the device may be related to an insufficient flushing using during the procedure however this could not be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. The IFU also instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the events remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.